Event description:
Report received of an under-delivery of IV fluids. It was reported that the adult patient was receiving unspecified hydration fluids. The customer contact could not recall any details of the event as far as what was infusing and at what rate. The pump indicated on the display that 875ml gone from the IV bag. The rn repositioned the tubing and then replaced the pump "just to be sure". There was no reported adverse event with the patient as a result of the under-delivery.